Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided by physician, the most likely cause for the reported patient effects is progression of existing critical limb ischemia leading to arterial ischemic ulcers resulting in amputation of the limb. Tissue necrosis, and amputation are known adverse events associated with peripheral stenting procedures and are listed in the biomimics 3d vascular stent system instructions for use. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This is the same case as MDR ID 3011632150-2019-00044. The patient was treated as part of the (B)(6) on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a restenotic occlusion located in the ostial to distal third of the superficial femoral artery (sfa) of the left leg with a rutherford of 5. At the time of the index procedure the indication was critical limb ischemia. Two 6.0 x 125 mm biomimics 3d stents were implanted. On (B)(6) 2018 an infected peripheral wound of the left sfa with sepsis was reported due to progression of critical limb ischemia (rutherford 6). The investigator confirmed that the stent was occluded. The progression of arterial ischemic ulcers led to the unplanned trans-femoral amputation on the index leg.